Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After implant while in the operating room, oversensing and inappropriate mode switch were noted on the device. Technical support reviewed the session records and confirmed it was not real far field oversensing therefore no intervention was required. The patient was stable.